Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she had peritonitis. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with streptococcus agalactiae in the culture and a wbc count of approximately 3800/mm3. The patient¿s peritonitis was attributed to a break in asepsis during pd therapy that involved environmental factors. It was explained that the patient has recently moved to a new residence with a family member and the conditions of where they undergo pd therapy are not ideal for asepsis during treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every four days for two weeks and ip cefepime at 2000 mg daily for two weeks to address the infection. The patient recovered from this event as they remain asymptomatic following completion of antibiotics. The pdrn confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human mouths and gastrointestinal (gi) tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she had peritonitis. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with streptococcus agalactiae in the culture and a wbc count of approximately 3800/mm3. The patient¿s peritonitis was attributed to a break in asepsis during pd therapy that involved environmental factors. It was explained that the patient has recently moved to a new residence with a family member and the conditions of where they undergo pd therapy are not ideal for asepsis during treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every four days for two weeks and ip cefepime at 2000 mg daily for two weeks to address the infection. The patient recovered from this event as they remain asymptomatic following completion of antibiotics. The pdrn confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home following this event.